Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home with family present when he became unresponsive. Ems was called and the patient was taken to the hospital, where he passed away. Review of the patient's ECG recordings shows that from 12:27:40 am to 1:38:32 am, the patient's rhythm was a paced rhythm at 60 bpm with pvc's transitioning to polymorphic vt at 150 bpm slowing to vt at 110 bpm. The rhythm then transitioned to an paced rhythm at 60 bpm degrading to asystole with CPR artifact. An arrhythmia was detected at 1:40:59 am. The patient's ECG shows that the patient was in a paced rhythm at 40 bpm with CPR artifact. Gel was released at 1:41:24 am and a treatment was delivered at 1:42:07 am. The patient's rhythm at the time of the treatment was a paced rhythm at 40 bpm with CPR artifact. The post-shock rhythm is asystole with pacemaker spikes, tactile artifact, and CPR artifact. CPR artifact and oversensing of low amplitude cardiac signal contributed to the false detection. The electrode belt was disconnected at 2:12:16 am while the patient was in a paced rhythm at 90 bpm with pvcs. It is unknown who disconnected the electrode belt. The belt was reconnected at 2:20:41 am. An arrhythmia was detected at 2:23:33 am. The patient's ECG shows that the patient was in an idioventricular rhythm at 90 bpm. At 2:24:17 am, the patient received a second treatment. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 90 bpm. The post-shock rhythm was idioventricular rhythm at 90 bpm with CPR artifact/motion artifact. CPR artifact and oversensing of low amplitude cardiac signal contributed to the false detection. The patient's ECG recordings show that the patient was in asystole with CPR artifact and motion artifact transitioning to sinus rhythm at 70 bpm with motion artifact transitioning to asystole with CPR artifact from 02:36:12 until the device shutdown at 02:50:45 on (B)(6) 2019. There is no indication that any device malfunction caused or contributed to the patient's death. The patient's equipment was returned and was found to be fully functional.